Event description:
The disposable was loaded in the system to wash out the dmso. A few minutes after starting the procedure, it was observed that there was a leak in the disposable, located in the round bag, and the product was leaking all around the round bag. After unloading the disposable, the leak was located in the outlet line and it seemed that there was a problem with the bond. The product should be infused to the pt; it was collected from the surface of the machine membrane with syringes and a cell culture was made. It is estimated that there was a product loss of 25%, which may compromise the success of the transplant to the pt. The pt was given prophylactic antibiotics. Pt info is unavailable at this time. This report is being filed due to medical intervention via antibiotics.

Manufacturer narrative:
(B)(4). Investigation: the rotating seal has disconnected from the stem tubing below it. However, the tubing is not twisted at the stem tube, and the interior of the seal is intact. It can be seen through if looked at from top to bottom. The lower ceramic appears to have been adequately inserted into the tube during mfg (as indicated by the length over which the tube is stretched). The red/orange band that sits around stem/lower ceramic connection is missing. It is not certain if its absence is the cause, or the result of the separation. Investigation eval and corrective actions are in progress. A f/u report will be provided.